Event description:
The hospital reported that vasoview hemopro vh-3500 would stick when coming out of the cannula. Feedback from harvester not related to a specific patient issue. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: h6. Corrected section: h6- patient codes changed to "no patient involved." A lot history record review was completed for lots 25151952, 25152090 and 25152205 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that vasoview hemopro vh-3500 would stick when coming out of the cannula. Feedback from harvester not related to a specific patient issue. The hospital did not report any patient effects.